Event description:
The customer reported that the device was giving a "left lead set off with multiple leadsets." There is no indication of pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.